Manufacturer narrative:
This is report #3 of 3 filed for this event. The subject device is not available.

Event description:
It was reported that after post ballooning dilation (subject device) of two implanted stents to treat the stenosed right vertebral artery, vessel dissection occurred followed by in-stent thrombosis. The physician administered ozagrel to dissolve the in-stent thrombosis which resolved without neurological deficit to the patient. In the physician's opinion, the vessel dissection was due to the post-dilatation of the stented area which ultimately contributed to the in-stent thrombosis. No further information is available.